Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Medwatch report # mw5108850. (B)(4).

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced spill when falling out. The following information was provided by the initial reporter: infusion set fell out and spilled all over.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced spill when falling out. The following information was provided by the initial reporter: infusion set fell out and spilled all over.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.